Event description:
It was reported that during a cholecystectomy procedure, tried to apply clips but they didn't hold and kept on falling out of the jaws in the abdomen. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) upon additional review it was determined that this file is a duplicate report of (B)(4), therefore this medwatch is to be voided.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.